Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitoring (sam) episode had been triggered for this system. A boston scientific technical services consultant reviewed the device data and identified noise and varying/increased pacing impedance measurements on the atrial channel. The consultant explained that a high pacing impedance measurement can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal resulting in oversensing. The mv feature was programmed off and the physician will continue to monitor lead measurements. This device was included in the recent minute ventilation sensor signal oversensing advisory population.